Event description:
On or around 4/6/1998 the account reported an erratic troponin I result of 29.8 ng/ml for a pt who presented in the emergency room with chest pain. According to the account, the pt was in the medical unit for observation. The plasma sample was repeated and a result of <0.4 ng/ml was given from another axsym. No treatment was given based upon the first reported result. Current condition of the patient is unk. The pt has been discharged.